Manufacturer narrative:
This is a follow up from emdr 9617229-2021-00603. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Patient reported left side "rupture" confirmed via ultrasound and looks larger than the contralateral side. Patient reported implant was "botched", "migrated" but was unable to confirm which side. This record is for the left side. Device remains implanted.